Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 on patient's behalf and claimed that on (B)(6) 2015 the patient experienced a hardware failure.

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 on patient's behalf and claimed that on (B)(6) 2015 the patient experienced a hardware failure. The foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The device was determined to be operating within the required specifications without malfunction. A review of the receiver data log did not confirm the reported event of a hardware failure.

Manufacturer narrative:
(B)(4). Date of birth was not provided however foreign distributor listed date of birth as adult.